Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure, the firstpass suture passer broke off. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.

Event description:
It was reported that, during a shoulder repair procedure, the firstpass suture passer broke off. All broken pieces were removed from the patient using tweezers. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported. Patient is in good condition.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Additional information: b2, b5 and h6: health effect - impact code.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that one undated photo of the device was provided for review and confirms the reported breakage. An analysis of the customer provided image found the upper jaw broken off the device. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.